Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced under-sensing which contributed to a shock being delivered during a ventricular tachycardia (vt). This shock accelerated the patient's arrhythmia to a ventricular fibrillation (vf). The patient was subsequently hospitalized. Technical services was contacted and confirmed that the induced vf was the result of functional under-sensing of the patient's very fine, variable amplitude morphologies. It was discussed that the patient has a history of non-conversion due to variable amplitude measurements. Programming options and medication changes were discussed. The physician elected to explant the s-ICD system and replace with a transvenous ICD system to resolve the event. The patient was stable. This explanted s-ICD device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Further analysis was unable to reproduce the clinically observed artifacts, however the investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced under-sensing which contributed to a shock being delivered during a ventricular tachycardia (vt). This shock accelerated the patient's arrhythmia to a ventricular fibrillation (vf). The patient was subsequently hospitalized. Technical services was contacted and confirmed that the induced vf was the result of functional under-sensing of the patient's very fine, variable amplitude morphologies. It was discussed that the patient has a history of non-conversion due to variable amplitude measurements. Programming options and medication changes were discussed. The physician elected to explant the s-ICD system and replace with a transvenous ICD system to resolve the event. The patient was stable. This explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 for more information regarding the specific circumstances of this event.